Event description:
The technician alleged the brake steer pedal is set to brake position but the stretcher still rolls. No pt impact.

Manufacturer narrative:
The technician adjusted the brake position for all brake casters and replaced both head and foot end hex rods to resolve the issue.